Event description:
During a procedure, it was reported that there were noise on signals with the celsius thermo-cool electrophysiology catheter. On (B)(6), received additional information requested from bwi representative stating that the noise was observed in all channels, body surface and intracardiac signals were completely unreadable in both systems simultaneously. The physician was not capable to interpret both signals and required to disconnect the catheter. After replacing it, the noise did not return and was able to complete the procedure with no patient consequence. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) to (B)(6) 2014

Manufacturer narrative:
(B)(4). During a procedure, it was reported that there were noise on signals with the celsius¿ thermo-cool¿ electrophysiology catheter. The returned device was visually inspected upon receipt and was found in good physical condition. Per the event, the catheter was tested for electrical performance and found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Manufacturer narrative:
(B)(4).